Manufacturer narrative:
The device was not returned for evaluation. Without evaluating the device, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. It was reported that the patient's cannula had dislodged from the infusion site. A dislodged cannula could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 42-43. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient's father reported that his son's blood glucose (bg) levels exceeded 21.1 mmol/l (380 mg/dl) while wearing the pod between 4 and 24 hours on the hip/buttocks. Patient scratched himself at the site of the pod, causing the adhesive pad to rip off his skin and the cannula to dislodge from the infusion site. Upon examining the pod, it was noted that the cannula appeared bent. To treat the patient's elevated bg levels, a new pod was applied.

Manufacturer narrative:
The returned product was evaluated and performed as designed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. It could not be determined if the cannula had become dislodged from the skin. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to the reported high blood glucose levels. The device was returned for a symptom of an adhesive problem causing the device to fall off the user. The exact cause of the adhesive problem could not be determined.